Event description:
Note: this report pertains to one of two complaint balloons used in the same procedure. Manufacturer report # 3005099803-2014-01486 addresses the first device, while manufacturer report # 3005099803-2014-01487 references the second device. It was reported to boston scientific corporation that two cre wireguided dilatation balloons were used during a duodenal dilatation procedure in the duodenum performed on (B)(6) 2014. According to the complainant, during the procedure, inside the patient, while they were withdrawing the cre balloon from the scope after a successful dilatation, they encountered resistance and the black exit marker developed kinks and then sheared off inside the patient. The same issue occurred with the second balloon; the black exit marker became buckled and was detached inside the patient. The detached components were successfully retrieved with the use of a retrieval snare and it was confirmed that there were no fragments left inside the patient. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of exit marker detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.